Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Patient kept implants.

Event description:
It was reported that patient was having left hip pain so surgeon revised. Patient has a competitor cup and a stryker secur-fit stem with 22mm head. Surgeon did a head/liner exchange and put in a 32mm c-taper head.